Manufacturer narrative:
The device was not returned for investigation. Therefore, no findings were avalibale and the root cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.